Event description:
It was reported that on the external pulse generator's rapid atrial pacing display, one section did not display. For example, if set to 320 the display would show 32. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. High rate led (light emitting diode) display segment missing. Lower case is broken. Output connector is contaminated. High rate cover has a cosmetic issue. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.